Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: on what tissue was the suture used? =>on the fascia. If applicable, will product be returned, return date, tracking information =>no sample will be returned. What is the patient¿s current status? =>after reoperation, the patient is in good condition. Other additional information: the fixation tab was pulled out, not broken. In reoperation (laparotomy), the product was removed and sutured again with another suture. Dehiscence was observed within 7 days after surgery. The following information was requested but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of the index procedure the diagnosis and indication for the index surgical procedure. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Quantity involved is ¿2¿. Please clarify: did fixation tab on 2 stratafix devices break post-operatively? Did the operating surgeon observe any suture deficiency or anomaly during suture placement? Date of the reoperation/laparotomy other relevant patient history/concomitant medications lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Note: events reported via mw #2210968-2020-10001.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and barbed suture was used on the fascia. Seven days after the procedure, the wound closed with the barbed suture became open since the fixation tab pulled out. After the wound dehiscence, a laparotomy was performed. During the laparotomy procedure, the barbed suture was removed and patient was re-sutured with a different device. The patient was reported to be in good condition. No additional information was provided.